Manufacturer narrative:
Correction section a: patient information has been corrected. Correction section d3 and d4: device information and manufacturing site has been corrected.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the ipg was unable to communicate with external devices. It was reported the patient lost therapy. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.